Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a temperature issue. It was alleged that the pump was ¿heating up¿ and the battery compartment was damaged. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because there is the potential for the user to experience an injury to the skin due to increased pump temperature.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 08/02/2017 with the following findings: review of the black box data revealed that the data from the date of the alleged incident had been overwritten due to continued patient use. On investigation, the pump powered on normally and was exercised for 24 hours without error, alarm, warning, overheating or power loss. Investigation did not duplicate the complaint. The electrical current draws were evaluated and determined to be within required specifications. There was no evidence of moisture inside the battery compartment on in the pump¿s interior compartment. The power flex and components were inspected and found to be free of defect, damage and contamination. A battery was not returned with the pump for investigation. Investigation did not duplicate the complaint. Unrelated to the original complaint, the battery compartment was noted to be cracked.